Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got replace battery now alarm on insulin pump. Customer¿s blood glucose level was above 81 mg/dl at the time of the incident. Troubleshoot was performed for replace battery now alarm. Customer stated that they did not get low battery alert prior to the replace battery now alarm. The customer also reported that the insulin pump had crack. The insulin pump will not be returned for analysis.